Manufacturer narrative:
Upon further investigation, it was observed that the po2 values when compared to the so2 values were low. Correct po2 values are expected due to quality controls being acceptable. The so2 values are likely correct due to their similarity to the customer's pulse oximeter results. A potential root cause is believed to be related to the way the samples were collected. The blood samples were taken from the earlobe. These blood samples contain an ill-defined mixture or capillary, arterial and venous blood, interstitial and intercellular fluids. Po2 results from samples obtained from the earlobe are subject to potential errors due to a lower oxygen concentration. It was recommended that the customer use arterial samples to measure po2 instead of capillary samples.

Manufacturer narrative:
The expiration date for reagent pack lot number 21456273 was provided as (B)(6) 2016.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially complained of intermittent fluid pack errors between (B)(6) 2015 and (B)(6) 2015 on the b 123 instrument. The error was corrected. During this call, the customer mentioned that the physician noticed low po2 results from the b 123 instrument. Low po2 values for 5 patients did not correspond to the patient's status. Patient 1 po2 result was 69.9 mm/hg. The patient's so2 result with a pulse oximeter was 99%. Patient 2 po2 result was 67.3 mm/hg. The patient's so2 result with a pulse oximeter was 98%. The patient was ventilated with 3 liters of oxygen. A previous result from (B)(6) 2015 was provided for this patient. The po2 result was 81.5 mm/hg. At this time, the patient was ventilated with 2.5 liters of oxygen. It was noted that this patient's condition has improved between (B)(6) 2015 and (B)(6) 2015. Patient 3 po2 result was 67.5 mm/hg. The patient's so2 result with a pulse oximeter was 94%. Patient 4 po2 result was 52.2 mm/hg. The patient's so2 result with a pulse oximeter was 95%. Patient 5 po2 result was 62.9 mm/hg. The patient's so2 result with a pulse oximeter was 96%. All samples were collected with plastic capillary tubes and blood was taken from the ear. The patients were not adversely affected. The reagent pack lot number was 21456273. The expiration date was not provided.